Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported device exceeded downstream occlusion pressure limit was not reproduced but verified through a review of the event history log. Evaluation revealed that the cause was a downstream tubing guide which was out of specification. The downstream tubing guide was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump exceeded the downstream occlusion pressure limit. There was no known patient injury or medical intervention associated with this event. No additional information is available.